Event description:
Patient's lead has migrated resulting in inadequate pain relief. Patient underwent revision surgery to correct issue. Patient's system has yet to be programmed as of the date of this report.